Event description:
The device was used during a wedge resection procedure. Reportedly, the instrument did not cut. The hosp has reported no pt injury occurred.

Manufacturer narrative:
Device not available for evaluation.